Event description:
This spontaneous report of a non-serious, unlabeled event (white patch/skin discoloration) is being submitted as a 10-day report. A female consumer received her first injections of restylane injectable gel (injectable dermal filler) into the lower lip and side of the lip in 2006. An unspecified topical anesthetic was administered pre-procedure; no add'l procedures were performed. Concurrent medical conditions included hypertension and hypothyroidism. Concomitant medications included an unspecified antihypertensive and an unspecified thyroid supplement, which she had been taking "for years." On an unspecified date post-restylane treatment, the pt developed hard bumps (implant site mass) in her lip. Approximately 2-3 weeks post-restylane treatment, the bumps were evaluated by a nurse, who advised the pt that the bumps were "ok." Subsequently, the pt was advised by another practitioner to massage the affected areas. Approx 4-5 months post-restylane treatment, a white patch/area of skin discoloration (implant site discoloration) developed under the pt's lower lip, which progressively increased in size to an area measuring 1.5 x 0.5 inches. The pt also noted hard bumps around the patch, which she considered to be the same bumps that had developed in her lip but that had migrated downwards (device migration). As of 2007, the symptoms persisted. The restylane lot number and expiration date were not reported.